Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve, a small flexnav delivery system, and a navitor loading system were selected for procedure. The 25mm navitor valve was successfully implanted at a depth of 7mm. The device was implanted deeper than recommended because of physician's preference. During post dilatation, the device moved slightly to the aortic side, but not after deployment. Reportedly, the following day the patient experienced an atrioventricular(av) block and required a pacemaker also be implanted. The patient remained hemodynamically stable throughout the procedure and no clinically significant delay in procedure was reported.

Event description:
N/a.

Manufacturer narrative:
An event of a patient suffering an atrioventricular block and thus requiring an implantation of a pacemaker after a valve was implanted deeper than recommended was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per instructions for use, implantation precautions " to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3mm, and b) limit manipulations across the lvot." A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.